Manufacturer narrative:
(B)(4). G2 - report source - foreign - finland. The device will not be returned for analysis: however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the device was implanted and during testing, an unknown complication occurred which caused unknown injuries to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.